Manufacturer narrative:
Evaluation codes,the backup power supply (bps) printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and it was found that the component was from a vendor. An investigation was performed and the reported issue could not be duplicated. No errors were recorded in the diagnostic logs during testing. No fault was found with the returned bps pcb. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had a faulty battery. Patient involvement is unknown at this time. The service engineer inspected the device and replaced the bps, pcb, (backup power supply, printed circuit board). The service engineer ran an extended self test (est) and a short self test (sst) and unit passed all tests.